Event description:
The doctor implanted the pt with the restore patch, the pt had some redness and swelling. The doctor performed a laparoscopic procedure to check on the site and noticed the patch was dissolved. The cultures for the shoulder were negative but the pt tested positive for a urinary tract infection. The restore patch did not repair the tear in the rotator cuff.